Event description:
It was reported that the device had been turned off for about 5 years before suddenly turning back on. The event occurred (B)(6) 2011 and the patient stated, she had severe pain traveling up to the breast area and "felt like she might explode". The patient had misplaced the device magnet, and there was no known accident or incident related to the complaint. Telemetry issues were reported on (B)(6) 2011. Neither the patient nor the representative had a controller, and they were unable to get the magnet to work. Anterior stimulation in the torso was also reported. The patient described a cramp that started approximately a week ago, but was getting good stimulation up until that time. No falls or trauma was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).